Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution bag and primed and a leak was observed at the junction between the bottom of the drip chamber and the tubing. Microscopic inspection of the affected junction revealed the cause of the leak to be due to the tubing being twisted. To correct the condition, the physical inspection procedures were updated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the bottom of the drip chamber and tubing of a clearlink secondary medication set. This occurred during priming with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.